Event description:
Complainant reported that the autopulse® platform had no lcd backlight. There was no report of any patient involvement and no other problems were reported. Manufacturer determined that this event was not a reportable malfunction as it was not considered to be a safety hazard and there were no reports of patient/user safety issues. The autopulse® platform was subsequently returned to the manufacturer for investigation. Upon review of the archive data, it was observed that multiple user advisory (ua) 45 (not at "home" position after power-on/restart) and user advisory (ua) 2 (compression tracking error) messages occurred on the reported event date of (B)(6) 2014. Although the customer did not report either uas, these are considered to be reportable malfunctions.

Manufacturer narrative:
The autopulse platform (s/n (B)(4) was returned to manufacturer for analysis. Visual inspection of the returned platform shows no damages to the platform. A review of the archive was performed on 5/14/14 and it shows that multiple user advisory 2 (compression tracking error) and user advisory 45 (not at "home" position after power-on/restart) occurred on the reported event date of (B)(6) 2014. However, these user advisories are not related to the reported issue of no lcd backlight. Functional testing was performed and the reported issue of no lcd backlight was verified. During testing, it was observed that the lcd was flickering or had no backlight. It was found that the system processor board was at fault. Based on the investigation, the part identified for replacement was the processor board. In summary, the reported complaint of no lcd backlight occurring was confirmed during functional testing. The fault was found to be due to the defective processor board. The observed ua2 and ua45 found during the archive review are unrelated to the reported complaint. The root cause for these user advisories were unable to be determined. However, per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. Per the autopulse® resuscitation system model 100 user guide (pn: 12555-001), if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. Upon replacement of the processor board, the platform passed all testing criteria.